Event description:
A peritoneal dialysis (pd) patient experienced two events peritonitis. The cause of two peritonitis events were not reported. It was not reported if the patient was hospitalized for the events. It was not reported if the patient was treated for the events. Patient outcome was not reported. There was no report of action taken with pd therapy. No additional information is available.

Manufacturer narrative:
B3 event date: the patient experienced two events of peritonitis, however the dates of the events were not reported. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.